Event description:
It was reported tat balloon rupture occurred. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflfation, the balloon ruptured. Another of the same device was used for replacement and completed the procedure. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and contrast in the balloon, and blood in the guidewire lumen. The balloon was loosely folded. There was a longitudinal tear 9mm long starting from the distal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. Another of the same device was used for replacement and completed the procedure. No patient complications were reported and the patient's status was stable.